Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on and unknown date and a topical skin adhesive was used. The patient developed a reaction at the port sites. The topical adhesive was removed by the surgeon at a post operative visit.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.